Event description:
On (B)(6) 2011, during an elevate graft procedure, the anterior position of the elevate graft was implanted without difficulty. After deploying the right fixating arm, on pull-back of the sheath, it tore and stuck to internal tissue. The sheath was trimmed and removed. The portion of the graft that was already fixed into placed was also removed. A new kit was opened and the right and left fixating arms were successfully implanted.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. The device was returned for eval on (B)(4) 2011. Analysis results confirm that the sheath was split along its entire length. The sheath was also punctured 3 mm from the sheath end at the needle tip. The needle/handle performed within spec. Both fixating arms appeared normal.